Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis, which manifested by cloudy peritoneal effluent. The patient was hospitalized for this event. On an unknown date while the patient was hospitalized, the patient was treated with vancomycin (ip, three times a day, dose not reported). The antibiotic treatment was ongoing. The patient was hospitalized for three days before being discharged. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available. This report is 1 of 3 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h13h09041 and h13h13027. All release criteria were met prior to the release of these lots. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).